Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, occluded. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-332a, mmt-396a. Troubleshooting was performed. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-396a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 24-dec-2024 in the pump history file. 12/23/2024 22:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. 12/23/2024 22:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. 12/24/2024 04:56:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/24/2024 05:01:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/24/2024 05:04:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/24/2024 09:38:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. 12/24/2024 09:40:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Nodelivery alarm not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.